Event description:
Additional information received reported the drug used was unknown. Perioperative antibiotics were not administered, no surgery was done. The date of on set was (B)(6) 2013 per the patient. It was unknown if the patient had meningitis. The primary location of the infection was the device pocket. No culture was obtained. Treatment included oral antibiotics. The patient outcome was infection resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported, there was infection and the patient had developed cellulitis where ¿the box was implanted in her hip.¿ it was stated there was redness around the scar last thursday, then by friday evening there was redness, pain, tenderness and warmth all over the whole battery pack. It was noted patient went to the emergency room saturday morning and they started her on antibiotics. It was noted the patient had increased pain in joints within the week prior to report. It was stated, the patient had an appointment scheduled with surgeon who implanted her device on (B)(6) 2013.